Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensors. The customer stated that two sensors did not work and one sensor broke during insertion. The customer's blood glucose was 7.8 mmol/l at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Evaluated one random partial opened/used sensor and found needle separated from sensor base. We were unable to confirm insertion anomaly due to customer returning used sensor. Also performed continuity resistance test and sensor failed per specifications.